Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was used for the patient with an infection and discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined.

Event description:
During a hepatectomy, the subject device was used. The tissue pad of the subject device was separated. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was used for the patient with an infection and discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the delivery date, it was found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.